Event description:
It was reported that a shower chair broke causing the user to fall and injure her shoulder rotator cuff and other unspecified injuries. After visiting the doctor, the user was recommended she receive surgery for her shoulder. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Product was returned for evaluation. Model and serial number available from evaluation. The product manufacturer is unknown. Invacare is not one of the possible manufacturers.

Event description:
It was reported that a shower chair broke causing the user to fall and injure her shoulder rotator cuff and other unspecified injuries. After visiting the doctor, the user was recommended she receive surgery for her shoulder. Should additional relevant information become available, a supplemental report will be submitted.